Manufacturer narrative:
Examination was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear; however, polyethylene wear after approximately 17-years implantation should not be unexpected. In addition, provided info stated the medial side of the tibia collapsed, which could be contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of osteolysis and poly wear.